Event description:
Related manufacturer report number: 2017865-2022-44568, related manufacturer report number: 2017865-2022-44569. It was reported that a patient presented for a generator change. Device interrogation revealed high capture threshold on the atrial lead. Chest x-ray was performed and revealed dislodgement on the patient's atrial, right ventricular (rv), and left ventricular (lv) leads due to twiddler's syndrome. The physician elected to explant and replace the atrial, rv, and lv leads. The patient condition was stable.

Manufacturer narrative:
The reported event was lead dislodgement due to twiddlers syndrome. As received, a partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damages found consistent with procedural damages. The s-curve was found damaged consistent with procedural damage.